Event description:
The caller reports never having therapeutic effect. It was noted that the patient was (B)(6) speaking called in with interpreter. The patient states she has the implant on (B)(6) and the device was turned/programmed on (B)(6). The patient states she was not getting any results. The patient states healthcare provider told her not to adjust the system. The patient states it was uncomfortable. The patient states it was not the device that was making her uncomfortable, but was uncomfortable because she has to go to the bathroom all the time. She states the leakage has not improved. The patient states that she has a trial in (B)(6). During the trial, she noticed she didn't have to get up as much at night to go to the bathroom. The patient states she has not had any improvements since implant. The healthcare provider told the patient she should have had results by (B)(6). Patient reported never having therapeutic effect. She has had issues with incontinence for the last few years. It started before the ins (stimulator) but she has not seen any improvement. The patient states she has pain in her female parts when she lies down and has her right leg up. During bowel movements, it feels like something shouldn't be there. These issues occurred since implant as well and does not feel them if she turns the ins off. The patient met with representative in (B)(6) 2012 and he turned it up to 2.9 volts. At that time, she was standing, when she left and sat in her truck she felt pain. She had to have the representative turn it down again. She has never changed programs because manufacturer instructed her not to unless he was present. Hcp (healthcare provider) was suggesting she change sides. It was noted on the appointment on (B)(6) 2013. Patient was not sure if this was a test or if they are actually going to change sides. The patient has diabetes and was concerned about going through the surgery and if it will even be worth it. Additional information received reports the patient reports never having therapeutic effect. It was reported first implant and since implant the patient had no therapeutic effect. The patient said ins (stimulator) was explanted for this reason.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports there was fifty percent or greater symptom reduction and reprogramming was needed. It was noted that the patient recovered without permanent impairment. It was reported that the device was removed (B)(6) 2013. Post-operative visit was (B)(6) 2013 and last seen was (B)(6) 2013. It was reported on (B)(6) 2012 an interstim percutaneous sacral nerve stimulation test was performed. It was noted that the patient insisted on right side placement. It was noted that the patient had an excellent response to trial on the right. It was noted that the patient slept through the night and it was the first time she had done that in years. Post-operative appointment was on (B)(6) 2012. It was noted that the device was implanted on the right side and the amplitude was at 1.6 and healthcare provider discussed with patient to consider stopping use of depends due to no leaking. On (B)(6) 2012, it was noted post stimulator device placement the patient had less frequency and had a good sensation of when she needs to void, but she was still having some stress incontinence. It was noted that the patient denied leaking which was reported on (B)(6) 2012. On (B)(6) 2012 the patient was at 3.1 but adjusted to 2.0 due to pain with sitting. The patient admits to urinary frequency every five hours with up to five voiding per day at times feeling urge sensation. Changes five to ten depends per day due to leaking. Advised to institute every four hours voiding schedule to avoid reflow incontinence. It was instructed on use of quick flicks to avoid leaks after changing sitting to standing position with full bladder. It was also noted that the patient was restarted on vesicare. It was noted on (B)(6) 2012 the patient was set at 1.6 amplitudes at positive 3/negative 1 from reported date of (B)(6) 2012. The patient had since complain of not feeling the impulse and experiencing leaks. It was noted frequency of voiding was six times per day and no nocturia. The patient reports she was changing her depends five to ten times per day. The stimulator was adjusted to amplitude of 3.1 at negative 2/positive 0, with the patient satisfied when she was able to recognize vaginal tapping. It was noted that the patient felt pain at site of stimulator when sitting in car seat. The patient returned to clinic again for adjustments which the amplitude setting was reduce to 2.0, then having her sit in a chair to ensure she was satisfied with her setting, followed by assisting her into the vehicle. The patient state she feels no relief from the stimulator device and also having perianal pain when sitting for long period of time. It was reported on (B)(6) 12, the patient was here for follow up for stress incontinence which was essentially resolved. The patient was still having overactive bladder and uui(urge incontinence unresponsive ). The patient has a permanent stimulator on the right. The patient says sometimes it was painful and wonders if it interferes with constipation. (B)(6) 2012 it was documented less frequency and good sensation of feeling the need to void. On (B)(6) 2012, the patient complain of urgency, frequency, the urinary analysis dipstick was negative, no nocturia, as per history was consistent. It was noted voids eight to 10 times per day changing depends. Reprogrammed per manufacturer. The plan was to advance the test to left side and remove right side placement. (B)(6) 2013- it was reported that the it did not work.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, cause and psc codes. Rfr (B)(4) discomfort was not included since the patient specified that it was the loss of therapy making her uncomfortable, not the stimulation sensation. Rfr (B)(4) complaint, ill-defined was applied for the report of "it feels like something that shouldn't be there" when she has a bowel movement. A good faith effort for follow-up was conducted but no additional information was obtained. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va00ecl, implanted: (B)(6) 2012, product type lead.